Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had failed to start normally, displaying an error indicating that x-ray functionality was not possible. Upon troubleshooting actions, fse identified that the f2 fuse had tripped and the f1 fuse was defective at startup. After disconnecting the geo ipc, the system was able to start normally. The fse determined that the geo ipc was defective. The defective geo ipc was returned for analysis, and it was concluded that the cause of the issue had occurred due to the power supply unit. Fse replaced the geo ipc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.